Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The conical extractor is broken at the tip. The fragment was not returned. The fracture surface appears relatively rough, smooth and without plastic deformation, which suggests a brittle fracture. The fracture was most likely induced by the user applying excessive force or torque while trying to extract the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related related as the breakage happened in a brittle manner caused by the application of excessive force during explantation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the tip of the conical extractor was damaged during screw removal."